Manufacturer narrative:
On 8/5/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported by the caller that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was flushed, saline came back out through the valve. Then when a catheter was advanced inside the sheath the catheter would not advance past the valve of the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was then exchanged and the issue was resolved. The case continued without further incident. The caller stated that the carto 3 system is working per specs and that the sheath has been determined to be the root cause of the complaint. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being used on the patient when the event occurred. When the physician would try to flush the sheath, rather than the flush going to the sheath, it would exit through the valve and flush back onto the patient. The hemostatic valve did not break into separate pieces and the brim cap did not become detached. No air has entered the patient¿s body. There was no blood return observed and no hemodynamic compromise. No intervention was required. Device evaluation details: a visual inspection was performed and it was found that the device was cut at the shaft and connector cable section also it was noticed that the hemostic valve is dislodged. The dislodged condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The root cause of the cut at the device could be related with the handling of device after the procedure however its cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported by the caller that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was flushed, saline came back out through the valve. Then when a catheter was advanced inside the sheath the catheter would not advance past the valve of the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was then exchanged and the issue was resolved. The case continued without further incident. The caller stated that the carto 3 system is working per specs and that the sheath has been determined to be the root cause of the complaint. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being used on the patient when the event occurred. When the physician would try to flush the sheath, rather than the flush going to the sheath, it would exit through the valve and flush back onto the patient. The hemostatic valve did not break into separate pieces and the brim cap did not become detached. No air has entered the patient¿s body. There was no blood return observed and no hemodynamic compromise. No intervention was required. The issue of hemostatic valve dysfunction is considered to be MDR reportable.